Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s device stopped working about 3 years ago. The patient stated they tried to use the programmer and it didn¿t work. The patient stated for a lot of reasons they didn¿t do anything about it, but now they wanted to. The patient was redirected to their healthcare provider to have their device checked and to discuss replacing the ins if needed. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient had not been seen in the office since 2013. The hcp reported they would arrange for an appointment. No further complications were reported.